Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection fortum (1g, once daily, intraperitoneally, duration not reported) and injection vancomycin (1g, once daily, intraperitoneally, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's catheter was scheduled to be removed and the patient was to be begin hemodialysis. It was reported on (B)(6) 2015, the patient experienced cardiac arrest. Treatment was not reported. The same day the patient passed away. The cause of death was reported as cardiac arrest. It was reported the peritonitis event was not resolved at the time of death. It was not reported if dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.